Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report.no further information was provided. The manufacturer has closed the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. The pump was not returned to the manufacturer for evaluation. Based on the information available, the report of a mal-positioned inflow cannula could not be confirmed because the device was not available for investigation and the images showing the misalignment were not provided. In addition, a correlation between the device and the reported elevated lactate dehydrogenase could not be determined. No log files from the time of the reported event were available for analysis. No prior events were reported for this patient throughout approximately 4 years on lvad support. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On an unspecified date, it was reported that the patient presented with unspecified signs and symptoms that the left ventricle was not unloading as expected. In addition, the patient also had elevated lactate dehydrogenase (ldh) levels. A mal-position of the inflow conduit was suspected which was reported to be potentially related to cardiac remodeling or weight gain. On (B)(6) 2016, a pump exchange was performed due to an inflow conduit mal-position towards the lateral ventricle wall. The explanted pump was disposed of following the exchange. No further information was provided.